Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the imaging system failed to boot up properly. The config file was replaced on the image acquisition system (ias) computer. The issue was then resolved. The imaging system then passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was stating "system booting please wait." This issue occurred during the select patient/acquire scans task during the case. The site attempted to reboot the system, both connected and disconnected, but this did not resolve the issue. The site aborted medtronic imaging, and they also opted to abort navigation. There was no delay due to this issue, and there was no impact on patient outcome.